Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that a loss of prime event had occurred 3 or more times and that the rewind, load, and prime steps had been completed after cartridge changes. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been requested to be returned at this time.